Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000105, serial/lot #: (B)(6), product ID: bi71000192, serial/lot #: (B)(6), product ID: bi71000216, serial/lot #: (B)(6), product ID: bi71000217, serial/lot #: (B)(6), product ID: bi71000429, serial/lot #: (B)(6), product ID: bi71000217, serial/lot #: (B)(6), product ID: bi71000216, serial/lot #: (B)(6), h3: servicing of the system was performed in the field. The tractor drive, door winch and cable, 24 rollers, and all led's for source detector were replaced. The system was realigned and tested successfully. Analysis was performed on parts replaced. The rollers (bi71000105) were found to have wear/worn grooves, and did not spin smoothly. Evaluation codes b01/c07/d02 the rotor tractor driver (bi71000192) belt was worn from use and louder than normal when drive assembly was rotating. Evaluation codes b01/c07/d02 (3) led kits (bi71000216, bi71000217) were found to be dimmer than normal with a faulty board assembly. Evaluation codes b01/c02/d02 (1) led kit contained no failures (bi71000217, serial/lot #: (B)(6)) and illuminated brightly and evenly evaluation codes b01/c19/d14 the door winch (bi71000429) was fraying and cable showed signs of wear. Evaluation codes b01/c07/d02 this regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure with no patient present. It was reported that while performing maintenance activities on the system, system issues occurred. The representative was replacing the mobile view station's (mvs's) uninterruptible power supply (ups) battery pack, calibrated max dose and ran autocalibrations, and found multiple issues. It was reported the "rollers" were bad, the tractor drive and gantry door were very loud on rotation, the led's were dim on the source detector, the door cable had a rating of "b". It was noted "normal operation is observed".